Manufacturer narrative:
(B)(6) 2018. No parts were returned for evaluation. Philip's customer support suspected a faulty battery, however a root cause could not be established.

Event description:
It was reported that the unit had a faulty backup battery. There was no patient/user harm reported. The event date was not specified, estimate used.